Event description:
It was reported that the patient had poor postoperative efficacy. The patient's family reported that the patient (pt) had shaking and freezing gait before the surgery, which improved after the surgery. On october 7, 2023, pt suffered a sudden cerebral infarction. After treatment, pt recovered somewhat, the parkinson's symptoms improved but worsened. The patient was currently paralyzed in bed, unable to swallow independently, could only use a nasogastric feeding, and could not speak. After several cycles of programming, there was no significant improvement. Any environmental/external/patient factors that may have led or contributed to the issue is unknown. Troubleshooting was unknown. No surgical intervention took place or is planned. It is unknown if the issue has resolved at the time of this report.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.